Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified the device was broken shell, flat creases and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified a broken sharp. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is a sharp edge broken in the side posterior assessed as an unidentified (tear) opening and missing shell assessed as inconclusive.

Event description:
Healthcare professional reported a left side rupture. Device was explanted.